Manufacturer narrative:
Device evaluation: product was not returned and photos were not provided. X-rays were provided which show the three closure tops appear to have backed out. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient or traumatic factors. DHR review: the DHR was unable to be reviewed since the lot number is unknown. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2021-00425, 3012447612-2021-00426, and 3012447612-2022-00014 through 3012447612-2022-00018.

Event description:
While reviewing an x-ray associated with screws that fractured post-operatively, zimmer biomet spine personnel found it appears that three closure tops backed out of their mating pedicle screws. The initial reporter could not confirm if the closure tops indeed did back-out or if they were replaced during the revision to address the fractured screws. This is report one of six for this event.